Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was completed by using ultrasound. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. Upon functional testing, the fse found a malfunction in the power supply unit (nm) within the geometry control rack (arch and table), which was causing a power issue to the geometry cabinet. To resolve the reported issue, the fse replaced the nm power supply unit of the geometry frame. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.